Event description:
There was a report of a malfunction with a displayed malfunction code of malf 0, but no notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted the customer with the reset process, and confirmed that the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact support if the issue reappeared.